Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire within the advancer for analysis. Signs of use were observed in the form of biological material. Visual analysis confirmed several kinks/bends, as well as an offset coils, throughout the guidewire body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located at 275mm, 333mm, 356mm, 538mm, 565mm, 645mm, 653mm, and 663mm from the proximal tip. The bend was located at 35mm from the proximal tip. The offset coils were located between 274mm - 297mm from the proximal tip. The overall length of the guide wire measured 684 mm which is within the specification of 678-688 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.851 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars/18ga introducer needle assembly to functionally test the guide wire. Due to the nature of the kinking , resistance was met, and all the guidewire was not able to pass through. However, the undamaged portions of the guide wire were able to pass as expected. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to 4 further advance guidewire. Continue until guidewire reaches desired depth." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed multiple kinks and bends throughout the body of the guide wire. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.